Manufacturer narrative:
During the inspection, the following was found: the failure description provided by the customer could not be confirmed, but it could be found that the display hinge is too weak. This is due to wear and tear and is not related to the reported failure description. Besides that, no failure has been detected, the device worked as intended. It was not possible to reproduce or diagnose the customer's failure description. Therefore, the most likely cause is that the monitor was not closed completely and as a result did not switch off. When the monitor was then opened again, it behaved normal, switching off after 10 minutes (also mentioned within the corresponding IFU 96076020d version 4.1 - 06/2019). This shutdown is displayed twice in the upper left corner. First, a yellow warning symbol appears two minutes before the display switches off. Then, a red warning symbol appears one minute before the display switches off. Just as described by the customer. For this reason, a user misuse error is to be assumed. Based on the available information and the results of the examination, there is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to handling error. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported failure of the light source and screen display during an intubation. The video laryngoscope was prepared with the size 4 blade. After assembly, the system was briefly put into operation to check everything (image and light source were in operation. Until intubation, the screen was folded back onto the blade so that everything was off. The video laryngoscope was started up again (function ok) and handed to the doctor for intubation immediately before intubation. An exclamation mark (triangular and with a red border appears in the top left of the screen about 1 cm before the glottis. About 2 seconds later, the screen goes black and the light source goes out (device not functioning). According to the provided information, this led to a delay in treatment less than 15 minutes and a second intubation attempt. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacture on february 3,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).